Event description:
Patient came to the or for a six and a half hr procedure. After surgery it was noted patient had a second degree burn to his left flank.pt was placed in lateral decubitus position using a bean bag positioner. The warming pad was placed on top of the bean bag, with a sheet in between the patient and warming pad. Susequent information obtained from the site:these units were being used simultaneously on the patient, however, were not interchanged. Additional information obtained from site: the cincinnati sub-zeroproduct was used simultaneously with the bair hugger. However, the accessories were not inter-changed between the two. Meaning, the bair hugger was never connected to the cincinnati device, nor was the cincinnati warming pad connected to the bair hugger.